Event description:
The reporter stated, the surgeon attempted three times to insert a 13.2mm micl 13.2 implantable collamer lens, but the lens would not unfold in the pt's eye due to the anterior chamber shallowing. The reporter stated, the viscoelastic was leaking through the temporal incision and this caused the anterior chamber to shallow. The lens flipped upside down and was torn upon removal from the pt's eye. There was no pt injury, no enlarged incision or sutures and the surgery was postponed for a later date. Another lens was not implanted. The reporter stated, the pt is doing well.

Manufacturer narrative:
Eval results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the eval of returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.